Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found within specification and the customer reported issue 'IV tubing was clamped and no alarm sounded' could not be reproduced during evaluation. A review of the event history log was completed and the customer reported problem could not be confirmed. The reported condition was not verified. Evaluation found all calibration values within expected range. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not alarm when line was clamped during delivery at the neonatal intensive care unit. There was no known patient injury or medical intervention associated with this event. No additional information is available. No additional information is available.